Event description:
The user's hearing performance with the device was affected. It was reported that upon activation, the user exhibited no auditory response for 5-6 electrodes. An x-ray revealed that at least seven electrodes were outside the cochlea. A re-insertion surgery has been successfully performed.

Manufacturer narrative:
According to the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. During revision surgery the electrode could be re-inserted successfully. The device remains implanted and in use.

Event description:
It was reported that upon activation, the user exhibited no auditory response for 5-6 electrodes. An x-ray revealed that at least seven electrodes were outside the cochlea. As per implant registration card a full insertion was reported at implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.